Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the hub detaching from the extension leg could not be confirmed. The root cause for the reported defect is unknown. A review of the lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied with this device, contains the following statements: "warning: chlorhexidine gluconate and/or povidone iodine is the antiseptic suggested for use with durathane catheters and components. Do not wipe the catheter with acetone based solutions or ointments. These can damage the material if used over time. When using alcohol or alcohol containing antiseptics with durathane piccs, care should be taken to avoid prolonged or excessive contact. Solutions should be allowed to completely dry before applying an occlusive dressing. Alcohol should not be used to soak or declot durathane piccs because alcohol is known to degrade durathane® catheters over time with repeated and prolonged exposure. Use of ointments with the morpheus® CT PICC can cause failure of the device. Do not apply excessive force in placing or removing catheter." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). Device is unavailable for return.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported (B)(6) 2015, a patient of unknown age and gender underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.